Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a discrepant result. There was no report of confirmatory testing. There was no report of patient impact. Eua(B)(4). The following has been provided by the initial reporter: it was reported that customer it getting conflicting readings when inserting the same cartridge multiple times.

Event description:
It has been reported that the bd rapid detection of sars-cov-2 veritor¿ has been found producing a discrepant result. There was no report of confirmatory testing. There was no report of patient impact. Eua#(B)(4). The following has been provided by the initial reporter: it was reported that customer it getting conflicting readings when inserting the same cartridge multiple times.

Manufacturer narrative:
H6: investigation summary this memo is to summarize the investigation results regarding the complaint that alleges discrepant results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The reported issue was unable to be confirmed. There are no current trends against discrepant results. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.